Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during a procedure performed on an unknown date. During the procedure, while inflated in the patient's common bile duct (cbd) the balloon popped. No piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during a procedure performed on an unknown date. During the procedure, while inflated in the patient's common bile duct (cbd) the balloon popped. No piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found it was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was longitudinally torn. The longitudinal tear found on the balloon is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.